Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance.

Manufacturer narrative:
Reporter phone number (B)(6) unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that during an ipg replacement on (B)(6) 2024, (related manufacturer reference number 1627487-2024-09367) system diagnostics recorded high impedances. Patient is not receiving effective therapy and surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.